Event description:
Richard wolf medical instrumentation corporation (rwmic) was recently contacted by facility which reported a portion of device broke off and fell into patients bladder. After a search, the foreign object was unable to be retrieved. No injury to patient or staff reported. Facility did not mention, or reply, if additional procedure performed to prove tip of device still in patient or if tip was just never found. Request for additional information as well as photos of device submitted. No response as of (B)(6) 2015.

Manufacturer narrative:
An investigation could not be completed as the actual device was not returned to the rwmic facility as of (B)(6) 2015. Request for additional information as well as photos device submitted. No response as of (B)(6)2015. The two most common scenarios on how tip could have broken off is as follows: tip bent (excessive force applied or tip came into contact with hard object). Tip overheated (extended use of device or activated while outside of liquid). Not uncommon for tip to disappear or vaporize when this scenario occurs. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions regarding high temperatures and irrigation fluid. No similar issues have occurred on this device occurred in the last three years. Rwmic considers this matter closed. However, in the event rwmic receives additional information, a follow-up report will be provided to FDA.